Event description:
Customer alleged blood glucose results of 377 mg/dl on the aviva system compared to 119 mg/dl, when testing was performed back-to-back on a professional meter. The customer reported having no symptoms and did not report any treatment/action based on the results. A request was made for the return of the suspect device; replacement product was sent.